Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the drive support cap was sticking out. Blood glucose level at the time of the incident was 230 mg/dl. Customer reported having a recent blood glucose level over 400 mg/dl. The customer was advised that the insulin pump would be replaced but did not return the product for analysis.

Manufacturer narrative:
Findings: pump passed operating current, unexpected alarm error test, displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.